Manufacturer narrative:
The insulin pump was received with moisture damage noted on keypad traces. No keypad anomaly noted. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during our visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a keypad anomaly on the insulin and hospitalized due to low blood pressure. The customer's blood glucose level was 169 mg/dl. The customer was admitted at (B)(6) hospital center. The patient currently on medication for low blood pressure. The customer was treated with IV and monitor his blood pressure and blood and sent him home. The customer was not wearing the insulin pump at the time of hospitalization and insulin pump has been off for a month. The customer stated that the keypad issue giving him boluses without any input. The customer was advised after troubleshooting was performed that the insulin pump need to be replaced. No further information was reported.